Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the occipital plate ¿ medial 50mm width for 4.0mm rods (04.615.601) and the locking screws (04.614.508 x2) are components of the occipital cervical fusion system which is designed to optimize fixation to the occiput. The returned locking screws are utilized to connect rods to the selected plate¿s rod attachment bodies. The returned devices were examined and no defects of deficiencies were identified with the returned devices. The complaint condition was able to be confirmed based on received x-rays. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The following concomitant devices were returned without allegation; as such no further investigation including drawing review, occurrence rate calculation and risk assessment review will be completed. Titanium parallel open rod connector (part # 04.615.538, lot # 6015260, quantity 2). A 4.5 mm titanium occipital screws 12mm (part # 04.601.112, lot # 9659461, quantity 1). A 4.5 mm titanium occipital screws 12mm (part # 04.601.112, lot # unknown, quantity 1). A 4.5 mm titanium occipital screws 12mm (part # 04.601.112, lot # 8621172, quantity 1). A titanium trans-connector locking nut 7.5mm (part # 04.614.521, lot # unknown, quantity 2). A titanium top loading connector straight (part # 04.615.634, lot # unknown, quantity 2). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). The patient¿s exact weight was reported as (B)(6). Exact date of post-operative malfunction is unknown; however, the issue occurred after (B)(6) 2016. Additional product codes for this report include kwp. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 3, 2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to confirmed screw loosening and back out. Although the originally implanted occiput (oc) plate remained tight against the skull, it reportedly pulled away from the rods. Prior to this revision, the patient had undergone several surgical procedures including an instrumentation and fusion procedure from c2-pelvis to treat a diagnosis of scoliosis. The surgeon had decided to use synapse 4.0 amongst other thoracolumbar hardware. On an unknown date, the patient sustained a c1 fracture requiring surgical attention. On (B)(6) 2016, the patient underwent an occipital-c2 fusion procedure with synapse 4.0 and oc fusion 4.0. Despite the sustained fracture, the surgeon noted during that procedure that the original hardware from c2-pelvis was solid and intact. During the occipital-c2 fusion, an oc-midline plate was implanted with three (3) midline 4.5 x 12mm screws. The c4 lateral mass locking screw was removed and replaced with a transconnector locking screw bilaterally. Then, a straight 4.0 revision rod was selected, cut, and bent to fit the patient. An additional fixation point was added between the c2 and c3 screws using a 4.0 - 4.0 domino. This connection bridged the c2-pelvis tapered rod to the new 4.0 revision rod. Once the rod was properly seated, two (2) synapse locking screws were placed into the oc fusion plate. Two (2) 7.5mm locking nuts were then placed on c4. All locking screws were final tightened with a 2.5nm torque handle; the surgeon noted that all locking screws were tightened adequately with an audible click. The surgery was completed as planned. On (B)(6) 2016, the patient reported some clicking in the neck. Imaging showed that both of the oc locking screws had disassociated from and were floating above the oc plate. A revision surgery was required, but post-poned until (B)(6) 2016 as the patient was on plavix. On that date, the patient underwent revision as scheduled. All of the hardware from (B)(6) 2016 was removed (intact) except for two (2) extended locking screws at c4. A new oc plate of the same size was selected for insertion. However, all three (3) cortical screws were upsized to 5.0 x 12mm. Two (2) new straight 4.0 revision rods were selected along with two (2) new 4.0 - 4.0 dominos to connect the rods at c2-3. New 7.5mm locking nuts were placed on the previous c4 transconnector locking screws. The rods were left long above the oc plate and one 2-hole oc 4.0 clamp was added to each rod and anchored to the skull with 4.5mm screws ranging from 8mm-12mm. Sublaminar cables were also added below the c1 arch to add additional stability. The procedure was completed successfully with no known delay. The patient's post-operative status was unknown. Concomitant device(s) reported: open rod connector (part: 04.615.538 / lot: 6015260 / quantity: 2), 4.5mm occipital screws (part: 04.601.112 / lots: 9659461, 8621172, unknown / quantity: 3), transconnector locking nut (part: 04.614.521 / lot: unknown / quantity: 2), and top loading connector (part: 04.615.634 / lot: unknown / quantity: 2). This report is 1 of 3 for (B)(4).